Event description:
It was originally reported that the low battery message appeared when device was near end-of-life. The battery appeared to go through normal process of battery depletion. It was running at high settings. The healthcare provider confirmed that the device was not functioning due to failure of the battery. It was also noted that the lead was felt not to be functioning. The pt was admitted for a surgical revision of device with replacement of the neurostimulator and lead. The pt recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.